Manufacturer narrative:
Product code (d2b) - additional product code qon UDI for concomitant product, tined lead: (B)(4). Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient had the device removed after significant weight loss, which caused the implant to protrude from the skin. The implanting physician performed the removal. Per the physician, the patient did well following surgery. There were no complications reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. UDI for concomitant product, tined lead: (B)(4). Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient had the device removed after significant weight loss, which caused the implant to migrate and protrude from the skin. The implanting physician performed the removal. Per the physician, the patient did well following surgery. There were no additional complications reported.